Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that he undertook a revision of a trident acetabular liner and when the device was explanted it appeared to be yellow and oxidised with an alval like appearance.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding an alleged "altr" involving an unknown trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: visual was carried out on the photographs provided, the device appeared to be yellow in nature as per the complaint details, nothing else could be noted from the photographs provided. No device was returned in this case. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that patient was revised due to alleged "altr". However, the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that he undertook a revision of a trident acetabular liner and when the device was explanted it appeared to be yellow and oxidised with an alval like appearance.

Manufacturer narrative:
An event regarding an alleged "altr" involving a trident liner was reported. The event was not confirmed. Device evaluation and results: visual inspection: visual was carried out on the photographs provided, the device appeared to be yellow in nature as per the complaint details, nothing else could be noted from the photographs provided. No device was returned in this case. Medical records received and evaluation: no patient medical records were available for review. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that patient was revised due to alleged "altr". However, the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that he undertook a revision of a trident acetabular liner and when the device was explanted it appeared to be yellow and oxidised with an alval like appearance.